Event description:
Returned with report of "leaking access port - patient wishes not to replace. Entire lap band removed per patient's request".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis of the device returned also noted surgical-like damage to the band tubing, buckle, shell and ring of band. We believe all of the damage was likely caused during surgery to remove the device. There is no complaint associated with the lap band that was removed and returned with this access port. The lap band belongs to med watch #2024601-2004-0062 that reported a previous access port leak. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."